Manufacturer narrative:
Correction: the correct b5 statement should have been "it was reported that the patient presented remotely via merlin.net. Transmissions showed that the insertable cardiac monitor (icm) was incorrectly measuring the patient's atrial fibrillation episodes. No intervention was performed. The icm remains implanted. There were no patient consequences reported.", rather than "it was reported that the insertable cardiac monitor (icm) exhibited a diagnostic anomaly. No intervention was performed. The icm remained implanted." The correct data in field e2, e3, and e4 should have been "yes, other-hcp, and no information", rather than "no, non-hcp, no".

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the insertable cardiac monitor (icm) was incorrectly measuring the patient's atrial fibrillation episodes. No intervention was performed. The icm remains implanted. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited a diagnostic anomaly. No intervention was performed. The icm remained implanted.